Event description:
No subsequent patient complication and no sump product failure reported. Event report states the sump device was inadvertently stitched to the patient cardiac tissue during the case. In order to release and remove the sump, all valve sutures were cut resulting in extended time on bypass. No patient complication was reported.